Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot/serial# unknown, implanted: n/a, explanted: n/a, product type programmer, physician ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who had been receiving 15.0 mg/ml of hydromorphone at 12.482 mg/day and 1.4 mg/ml of bupivacaine at 1.1650 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 a bridge bolus programming error occurred. The drug dose was entered incorrectly. The drug concentration for the hydromorphone was increased from 15 mg/ml to 32.2 mg/ml and the concentration for the bupivacaine was increased from 1.4 mg/ml to 3 mg/ml. It was reported the healthcare provider (hcp) had called the other hcp three times to verify all settings. The bridge bolus duration was 183 hours and 6 minutes which the hcp thought was too long of a duration. The patient did not have oral medications, although they did have a personal therapy manager (ptm). It was reported the patient underdosed and went into withdrawal with symptoms of body aches, sore throat, diarrhea, and flu-like symptoms due to the programming error. The programming was reviewed with technical services. Technical services calculated the bridge bolus and confirmed via the session data report that the old drug desired dose for hydromorphone was programmed incorrectly as 0.749 mg/day and it should have been programmed as 12.482 mg/day for the bridge bolus. No further complications were reported or anticipated.